Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in the development of peritonitis. The break in aseptic technique was further specified as the patient's cat bit through the patient line of the cassette that was being used for therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified as the patient's cat bit a hole in the patient line that was used for therapy. On the same date as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with cephazolin and ceftazidime intraperitoneally (doses, frequencies, and durations not specified) for the peritonitis. Upon receipt of the culture results, treatment with ceftazidime was discontinued and the patient continued treatment with cephazolin. The patient was reported to have recovered from the peritonitis event. The patient was retrained on proper aseptic technique. Action taken with dianeal and extraneal therapies was not reported. Additional information is not available at this time.